Manufacturer narrative:
(B)(4) the explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2026, the patient was reported to have an infection at the incision site. On (B)(6) 2026, the patient had the rns system explanted (neurostimulator and two leads). Treatment included antibiotics (ceftriaxone 2g IV every 12 hours for a planned 4-week course).